Event description:
Per affiliate: the customer cannot use the prime function and the insulin was not delivered. The infusion set was changed with no result. In addition, the pump had an alarm few times. However, the lead screw test passed.